Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as fifteen ventricular non sustained tachycardia episodes <=210 ms occurred between (B)(4) 2012 09:04:30 and (B)(4) 2012 13:44:18. Lead integrity alert triggered as two patient alerts for lead failure predictor occurred on (B)(4) 2010 07:57:59 and (B)(4) 2012 10:54:47.

Event description:
It was reported that a patient alert and high impedance warning were triggered. Oversensing was noted and the pacing threshold had increased. In office testing showed that noise was present when the patient takes deep breaths and that pocket stimulation did not cause oversensing. The device is still in use. No patient complications have been reported as a result of this event.